Event description:
It was reported that this pacemaker entered into safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was not operating in safety mode. It was confirmed that critical therapy remained available. A series of electrical tests was also performed, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker entered into safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned.